Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, a 8mm prograsp forceps instrument was damaged. A screw was loose at the tip of instrument. Technical support engineer (tse) suggested the customer to use backup instrument and return the faulty one. They said they would share the photo and call back. A couple of hours later, the tse reviewed photo and found that the instrument's tip end was damaged and needed to send back to isi. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment at the tip of the instrument fell off. The surgeon was grasping while the issue occurred. The 15 to 30-minute delay was during tissue dissection and dissection around the tumor, and there were no intra- or postoperative complications due to this delay.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube approximately 0.10 from the distal tip. No material was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.